Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this mechanical valve, the physician used the rotator to rotate the valve and found that the leaflets could not rotate. The valve was explanted and replaced with the same model and size valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection revealed coagulated blood on the carbon component, the major radius edge of both leaflets, the valve orifice and the hinge mechanisms. As a result of this, impingement of the leaflet mobility was noted. Both leaflets were received in the closed position, and aside from the impinged mobility, there was no damage or other anomalies noted on the leaflets. The orifice was intact with no evident of damage. The inflow and outflow hinge mechanisms were intact. Upon rinsing the valve and removing the coagulated blood, the carbon subassembly rotated appropriately within the sewing ring. Once the coagulated blood was removed, the leaflets were fully mobile. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No manufacturing issues were identified that would have impacted this event. A conclusive cause of the inability to rotate the leaflets could not be determined, but based on the results of product analysis, coagulated blood is the most probable cause. If information is provided in the future, a supplemental report will be issued.